Event description:
5 months after implantation of a taxus express2 3.5x16mm drug eluting stent, an in-stent stenosis occured. The target lesion was located in the proximal left anterior descending artery (lad). The proximal lad was reported to have severe, irregular, calcific, eccentric stenosis of 90% with a length of 8mm. The lesion was predilated using a voyager 3.0 x 15mm balloon. Placement of the taxus stent was successful, with no complication and a post-stent-placement stenosis of 0%. The pt was placed on aspirin and plavix. Pt presented 5 months later with a 4mm in-stent restenosis of 95% in the lad. During reintervention, a taxus 3.5 x 12mm stent was placed in the proximal lad. No complications were reported. Pt was placed on plavix and aspirin.